Event description:
The patient reported, a return of symptoms including headache and return of spasms over the last two months, which have persisted despite dosage increases. The patient reported, that an xray was performed on monday and tuesday, which confirmed pump rotor did not turn. The pump has been implanted for approximately 22 months. No alarms were noted by the patient. The patient reported, that he is scheduled for a surgical consultation next week regarding pump replacement.